Event description:
It was reported that during a thyroidectomy the tissue pad of the harmonic focus device dislodged. This happened on 2nd activation. Device was assembled and tested correctly and this occurred within the first couple of minutes of the operation. A new device was opened and case was completed successfully. Five minute delay to procedure. No adverse event to patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.